Event description:
During a meniscus repair procedure using the fast-fix 360 curved ndl delivery sys the device t2 pre-deployed during a right knee acl. It was reported that as the surgeon tried to repair a posterior tear, when he positioned the slotted cannula, he inserted the needle onto the site and the first t-implant was successfully deployed. When he tried to prepare the second t-implant, it dropped out before he deployed. The surgeon pulled off the whole suture and took it out of the patient's knee. We opened another new fastfix 360 and it was ok. T1 does not remain inside the patient.

Manufacturer narrative:
Investigation of the one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployed.¿ the insertion needle with no implants/suture construct was received. The actuator was found in the pre-t2 deployment position. It was functionally tested and actuates and cycles per design. Without the full complement of the device, the complaint mode cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).